Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient stated "I've been a little out of it". Additional information was received on 2021-jul-23 and it was reported that the patient infection. No further complications were reported at this time.